Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" message upon scanning the adc device and was therefore unable to obtain readings. The customer felt hypoglycemic and required treatment of sugar and condensed milk provided by a third-party. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported a "replace sensor" message upon scanning the adc device and was therefore unable to obtain readings. The customer felt hypoglycemic and required treatment of sugar and condensed milk provided by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was de-cased and no issues were observed upon visual inspection of the pcba. Measured the battery and it measured within the specification. Therefore issue is confirmed to brown out reset. All pertinent information available to abbott diabetes care has been submitted.